Event description:
Reference number (B)(4); event occurred in the united states. It was reported that the patient faced an infusion set came off during a shower on (B)(6) 2026. No further information is available.